Event description:
The customer reported that the system was blinking during fluoro, then stopped imaging. This is consistent with a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera wiring harness and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.